Manufacturer narrative:
H3/d9/h6: the targeting unit (lot number: 0089) was returned and analyzed. Analysis determined that there was no failure found with the device. When connected to a known good system, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an automated trajectory guidance unit being used during a cranial biopsy procedure. It was reported that  there was an error 0021 and 0072. The manufacturer representative (rep) stated that while the site was using the system it showed an error 0021 (hw detects cabling fault on communication line to cu). The rep had the site reseat all the cables and then code 0072 (tp firmware does not start) came up. They disconnected all cables and rebooted multiple times and error 0072 kept occurring. The rep receive ps and replace the cable first to see if the issue was resolved, if not they will replace the  targeting unit as well. Both navigation and imaging were aborted leading to the procedure to be aborted and the surgery to be rescheduled. There was less than an hour delay to the case. The case was aborted before incision.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. They replaced the controller cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 2 9631, serial/lot #: (B)(6), product ID: 25650r ; product ID: 29366. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.